Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h2, h4 and h11. Complaint conclusion: there was no reported patient injury. The procedure was a transarterial chemo embolization (tace) for hepatocellular carcinoma. A 5f femoral artery puncture was performed to push the unknown microcatheter to the target hepatic artery tumor blood supply, and drug-carrying microspheres were injected through the unknown catheter for embolization in order to provide chemotherapeutic embolization. At the end of treatment, the catheter was withdrawn, the non cordis 5f short sheath was retained, and a the exoseal was used to block the puncture point for hemostasis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the short sheath at 35 degrees up until the delivery rod marker band to stop pushing, and the short sheath was withdrawn until the guidewire cover and handle of the indicator were completely fitted. The short sheath was withdrawn together with the exoseal, and the pulsatile blood flow of the blood return indicator was observed. The indicator was observed when blood flow decreased significantly, and the blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd). It remained black and white even if when removed from the body. Finally, it was changed to manual compression to stop bleeding. There was no reported patient injury. The procedure was a transarterial chemo embolization (tace) for hepatocellular carcinoma. A 5f femoral artery puncture was performed to push the unknown microcatheter to the target hepatic artery tumor blood supply, and drug-carrying microspheres were injected through the unknown catheter for embolization in order to provide chemotherapeutic embolization. At the end of treatment, the catheter was withdrawn, the non cordis 5f short sheath was retained, and a the exoseal was used to block the puncture point for hemostasis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the short sheath at 35 degrees up until the delivery rod marker band to stop pushing, and the short sheath was withdrawn until the guidewire cover and handle of the indicator were completely fitted. The short sheath was withdrawn together with the exoseal, and the pulsatile blood flow of the blood return indicator was observed. The indicator was observed when blood flow decreased significantly, and the blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. One non-sterile vascular closure device 5f ¿ us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the dried blood residues that clogged the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. Based on the information available for review, the reported event of indicator window no change to indicator¿ was not observed during the analysis. A non-sterile vascular closure device 5f - us was received and analyzed. Visual inspection confirmed that the button/deployment lever was unpressed, the plug was present, the indicator wire was properly deployed, and the guard remained locked. Functional testing was not possible due to dried blood residues, which could not be removed. Internal inspection found no anomalies in the pinion gear-iw rack timing, iw end interaction with iw rack pillars, or iw buckling, and the indicator window transitioned correctly through all stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time. No evidence of manufacturing defects and/or assembly issues was found. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd). It remained black and white even if when removed from the body. Finally, it was changed to manual compression to stop bleeding. There was no reported patient injury. The procedure was a transarterial chemo embolization (tace) for hepatocellular carcinoma. A 5f femoral artery puncture was performed to push the unknown microcatheter to the target hepatic artery tumor blood supply, and drug-carrying microspheres were injected through the unknown catheter for embolization in order to provide chemotherapeutic embolization. At the end of treatment, the catheter was withdrawn, the non-cordis 5f short sheath was retained, and a the exoseal was used to block the puncture point for hemostasis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the short sheath at 35 degrees up until the delivery rod marker band to stop pushing, and the short sheath was withdrawn until the guidewire cover and handle of the indicator were completely fitted. The short sheath was withdrawn together with the exoseal, and the pulsatile blood flow of the blood return indicator was observed. The indicator was observed when blood flow decreased significantly, and the blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "indicator window no change to indicator" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. No preventative or corrective actions will be taken at this time.

Event description:
As reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd). It remained black and white even if when removed from the body. Finally, it was changed to manual compression to stop bleeding. There was no reported patient injury. The procedure was a transarterial chemo embolization (tace) for hepatocellular carcinoma. A 5f femoral artery puncture was performed to push the unknown microcatheter to the target hepatic artery tumor blood supply, and drug-carrying microspheres were injected through the unknown catheter for embolization in order to provide chemotherapeutic embolization. At the end of treatment, the catheter was withdrawn, the non-cordis 5f short sheath was retained, and a the exoseal was used to block the puncture point for hemostasis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the short sheath at 35 degrees up until the delivery rod marker band to stop pushing, and the short sheath was withdrawn until the guidewire cover and handle of the indicator were completely fitted. The short sheath was withdrawn together with the exoseal, and the pulsatile blood flow of the blood return indicator was observed. The indicator was observed when blood flow decreased significantly, and the blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction the device was not returned for evaluation, as initially was reported.

Manufacturer narrative:
This device was later received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no change to the indicator window of a 5f exoseal vascular closure device (vcd). It remained black and white even if when removed from the body. Finally, it was changed to manual compression to stop bleeding. There was no reported patient injury. The procedure was a transarterial chemo embolization (tace) for hepatocellular carcinoma. A 5f femoral artery puncture was performed to push the unknown microcatheter to the target hepatic artery tumor blood supply, and drug-carrying microspheres were injected through the unknown catheter for embolization in order to provide chemotherapeutic embolization. At the end of treatment, the catheter was withdrawn, the non-cordis 5f short sheath was retained, and a the exoseal was used to block the puncture point for hemostasis. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal was pushed into the short sheath at 35 degrees up until the delivery rod marker band to stop pushing, and the short sheath was withdrawn until the guidewire cover and handle of the indicator were completely fitted. The short sheath was withdrawn together with the exoseal, and the pulsatile blood flow of the blood return indicator was observed. The indicator was observed when blood flow decreased significantly, and the blood flow stopped. The physician did not have the thumb placed on the plug deployment button during retraction the device will be returned for evaluation.